Event description:
The caller reported the tube was placed in the pt on the floor three weeks ago. The tube failed three days later. The nursing staff was alerted to the failure by an alarm from the ventilator. The pt required a non-routine replacement of the tube with no further incident.